Event description:
It was reported that the customer had been having high blood glucose levels for the last 3 days. Customer's blood glucose level was 600 mg/dl. Customer's mother stated that they have changed out the infusion set and reservoir. Customer's current blood glucose level is 571 mg/dl. Customer does not have symptoms of diabetic ketoacidosis. Customer treated with syringes and insulin. Troubleshooting was performed and the pump passed the high pressure test. Customer's mother was advised that the pump is functioning as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with multiple basal rates which was delivered and recorded. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.